Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that the drawer 3 mechanism such as open and close was not working properly on the atellica sample handler prime. A siemens customer service engineer (cse) was visited the customer's site and observed spark from the instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse observed that the drawer 3 wiring harness had been damaged by contact with the guard-rail teeth. Further, the cse observed sparking/arcing at the damaged harness section during opening and closing of drawer. The cse stopped cycling immediately, system was shutdown, mains isolated at local isolator; equipment placed in verified de-energized state, drawer 3 harness disconnected at the drawer vision system (dvs) connector and printed circuit assembly (pca) photo-interrupter board to remove the short path. The electric short in dvs harness caused downstream issue to the sample handler (sh) mm preventing it from powering on as well as vessel module mover (vmm) communication issues. The cse replaced the drawer three harness, dvs assembly and sh mm computer, mm computer was re-imaged to xi version, configuration restored. Vmm issue resolved after replacement of tube characterization station (tcs) usb cable to new mm usb 1 port, reseated power and ethernet cable for 2 sh track as path 100 and 2 could not be reset. Based on the siemens evaluation, it is determined that the contact made between the harness and the guard-rail potentially contributed to the spark which was observed during the opening and closing of the drawer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the drawer 3 mechanism such as open and close was not working properly on the atellica sample handler prime. The siemens customer service engineer (cse) visited the customer's site and during the visit, they observed that the drawer 3 wiring harness had been damaged by contact with the guard-rail teeth, severing four (4) conductors. Further, the cse observed sparking/arcing at the damaged harness during cycling, consistent with a short circuit on the extra-low voltage supply rail. No injury had happened. There are no known reports of adverse health consequences due to the event.